Manufacturer narrative:
Concomitant medical products: product ID 8780, lot#, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 830 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient had intermittent signs and symptoms of withdrawal, so the hcp wanted to explore the catheter. The hcp was unable to aspirate from the cap (catheter access port). Near the spine, the hcp found that there was no strain relief loop and the catheter was kinked as it exited the anchor. During the procedure, the hcp created a strain relief loop. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient used massage chairs at the nail salon and it was unknown if the rollers on the chair caused any migration of the strain relief loop. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.